Event description:
It is alleged that the cartridge falls apart on the tube set and some have brown liquid that leaks from the bottom. The customer reported that the tubing could be causing an infection in their pts because they have had two or three pts come back with an arthroscopy infection since they converted to stryker's product. It is reported that the customer could not actually confirm that the infection was caused by stryker's tubing, but it is a possibility.